Manufacturer narrative:
A replacement reagent was sent to the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the customer received a leaking hemoglobin a1c2 (%hba1c2) reagent. No injury was reported for this event.